Event description:
It was reported the patient receives shocks in his back and legs. This started following an EKG procedure. The ipg was turned off during the EKG. An sjm representative attempted reprogramming. The patient felt overstimulation in his back and negligible benefit from the stimulation in the legs. Fluoroscopy and diagnostic testing showed no anomalies. The patient requested the scs system be explanted. Note the patient has two leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.